Event description:
Caller wants this meter to be taken off the market. Their meter is reading low and they eat based on their reading. Their reading was 127 mg and at the doctor's office later that the reading was 172mg. Normal is 75-125mg. Caller complains of chest and legs aching and of swollen feet. Also has headaches, nausea, and faintness, due to their high blood glucose.